Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of mycobacterium as brucella species with the vitek ms system, reference 410895, serial number # (B)(4). No information has been provided regarding the reference method used to obtain the identification to mycobacterium. No information has been provided regarding the any patient impact due to the misidentification. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
Investigation: the investigator reviewed the complaints database for previous reports similar to this customer's issue. Since january 2016, no similar complaint has been recorded. No other similar complaint has been recorded regarding a mycobacteria misidentified as a brucella spp. No other similar complaint has been recorded regarding a mycobacteria misidentified as franconibacter helveticus. There is no CAPA, no non-conformity on vitek ms linked with customer's complaint. Fine-tuning: according to vilink alert tool criteria, no fine-tuning was needed during customer¿s tests. Spot preparation quality: the calibrator spot preparation was non-optimal, the ¿all peaks¿ values are quite heterogeneous. Customer used the specific vitek ms myco/noc identification protocol. The ¿all peaks¿ values are homogeneous because the final sample put on the slide is a liquid. However, as the calibrator spot preparation was non-optimal, the spot preparation has to be verified with the customer (culture, spot, operator skills, incubation time, ¿). Knowledge base review: not applicable as the expected identification has been defined as unknown. Sample data analysis: reprocessing the submitted customer data with vitek ms kb v3.2 allows to show that both identifications were obtained with a low score near the limit value of -0.4 for giving a no identification result (-0.12 and -0.4). In addition, the number of peaks detected is low, varying between 40 and 56. Sample spot preparation seems to be good. It is linked to the fact that customer used the specific vitek ms myco/noc identification protocol. The ¿all peaks¿ values are homogeneous because the final sample put on the slide is a liquid. The customer suspected a mycobacteria and he followed the specific vitek ms myco/noc identification protocol for all tests performed. However, in the complaint description, there is no indication or proof that he was testing a mycobacteria. Reprocessing the customer data with saramis v4.16 (ruo database) with super spectra and reference spectra algorithm allows to get no identification for all the tests performed. It could be a species out of the vitek ms knowledge bases. As the customer did not indicate the identification species name, and based on the saramis results, the expected identification provided by the customer could be questioned. Further investigation is needed to find the cause of the misidentification issue. A customer strain return is needed but linked to a safety risk (potential bls3); therefore, the strain cannot be submitted. Consequently, the cause of the issue could not be defined. Customer has to confirm the identification with reference method (sequencing). The customer tested the strain several times and obtained ¿no identification¿ result 5 times out of 7 tests. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924a for vitek ms clinical use v3.2: ¿ testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause: unknown. Conclusion: no further investigation is needed. Local service provided additional training materials to the customer to help improve the spot preparation technique. Service also provided information regarding vitek® pickme¿ (ref (B)(4)). Moreover, a new fine-tuning respecting the fine-tuning procedure included in the vitek ms service manual is recommended.